Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact on the customer¿s blood glucose level. Customer was provided with information on how to reset the pump, as they did not have it available during the initial call. Technical support advised them to call back if the malfunction code reoccurs. After resetting, the issue did not recur, and the customer was informed they could continue using the pump. No additional information was received regarding the outcome of the event.